Manufacturer narrative:
Per software investigation, add'l training on proper technique required for site to feel more comfortable with the pointmerge registration method. No impact on pt outcome reported.

Event description:
Medtronic rep reported, the surgeon felt inaccurate during a case using a pointmerge registration with fiducials in the mach cranial application on the treon system. The surgeon felt less accurate with pointmerge than with tracer or touch-n-go. The site does not recall what their predicted accuracy value was or if the inaccuracy was in a specific direction. There was no impact on pt outcome reported.